Event description:
Customer reported his insulin pump only delivers a fraction of any bolus delivery. The device alarms motor error. He also reported the device sometimes getting stuck in the prime/rewind loop. Customer has resorted to manual injections. His blood glucose is currently 290 mg/dl. Customer has been having highs since (B)(6) 2014, since he has been off the device and trying to manage his blood glucose with manual injections. The device was dropped on the floor at least once in the last ten days. It was not exposed to a strong magnetic field. Customer does not use the sensor feature. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, and basic occlusion tests. No motor alarms were noted. There was an a33 alarm during the prime/a33 test at 4 pounds due to moisture damage fsr(gold). The motor passed the motor test. Unit was received with cracked reservoir tube lip, scratched lcd window, and scratched reservoir tube window.